Event description:
It was reported that during a colon resection procedure, the device did not fire properly. The staples deployed but there were incomplete donuts. The surgeon hand sewed the anastomosis. There was no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4).